Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Failure for the device to detect an upstream occlusion was confirmed during baxter's functionality testing, but were not reproduced during the evaluation due to the occurrence of system error 105. The device passed further testing and the cause was unable to be determined. The upstream sensor was replaced due to causality of intermittent failures and to ensure proper occlusion detection

Event description:
During baxter's functionality testing of a spectrum pump the device failed to detect an upstream occlusion. There was no patient involvement.